Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tip take-up and x-position over the primary rack was out of adjustment. Both the tip pick-up and x-position were adjusted. The instrument was inspected, tested without further problem, and returned to service.